Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Abdominal pain, nausea, inflammation, erosion, and band slippage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "laparoscopic removal of laparoscopic band and port" due to "intermittent abdominal pain", "nausea" and patient "thinks the band is deflated". Diagnostic testing "demonstrates malpositioned gastric band" and "existing band was intraluminal and stained. Inflammatory changes surrounding stomach and on liver." Patient had "port tubing" replacement previously. Follow-up findings: healthcare professional reported diagnostic testing "showed band slippage", and "showed erosion".